Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil was protruding from the catheter's tip during removal. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 8mmx40cm interlock was selected for use. During procedure, it was noted that the coil got stuck midway in the non-bsc catheter and was unable to advance. The coil was then pulled out together with the non-bsc catheter and the coil was found protruding from the catheter's tip during removal. The procedure was completed was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. A delivery wire and a coil were returned for this complaint. The coil and delivery wire were inspected and no anomalies were noted. Microscopic inspection was done. The zap tip of the delivery wire and main coil had a smooth surface. No anomalies noted on the interlocking arm of the delivery wire and main coil. The delivery wire and main coil dimensions were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coil was protruding from the catheter's tip during removal. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 8mmx40cm interlock was selected for use. During procedure, it was noted that the coil got stuck midway in the non-bsc catheter and was unable to advance. The coil was then pulled out together with the non-bsc catheter and the coil was found protruding from the catheter's tip during removal. The procedure was completed was completed with another of the same device. No patient complications were reported.